Event description:
It was reported that during a routine clinic visit, there was an issue with an ipad glitch. It appeared that the ipad changed the patient's pump speed during a hematocrit change, but upon further investigation, it appeared that the ipad sporadically connected to a different dongle, which was connected to a different patient, leading to an inappropriate speed change. The patient was in a room with ipad (B)(4) and dongle (B)(4). The patient has a set speed for 5800 and a low speed limit of 5400. The white power cable was connected to the power module and the log file download began. The healthcare professional left the room to tend to another patient. When they returned, the screen began to glitch. It flickered multiple times when the healthcare professional tried to set the hematocrit and the set speed appeared to be changing. The flickering was very quick, so they were unable to read what the ipad reported. The data download was opened to export it onto a thumb drive. It was noted that there was a discrepancy between the speed reported in the data download and the set speed in the heartmate touch app, which stated 5200/5000 instead of 5800/5400. The healthcare professional confirmed what speed the patient's chart stated, and quickly changed the speed to the correct speed. The patient felt fine and experienced no symptoms during the event. Reportedly, no one else touched the ipad when the healthcare professional left the patient's room. The ipad was switched and a new ipad was used to download the patient's data. When reviewing the log files, it was revealed that at some point, the patient's ipad connected to the other patient's dongle without the healthcare professional starting a new session. The graphs and alarm history for the patient's log files are the same but the system controller serial number for the patient's first log file was the serial number of the other patient. There was no pump serial number for the patient on the first log files. Related manufacturer's reference number: 2916596-2023-00938 (heartmate touch wireless adapter in use at time of event).

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2023-00940 and 2916596-2023-00941 (other patient involved with the connection problem). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical connection between the heartmate touch app and a wireless adapter in a different room was confirmed via analysis of the submitted log files; however, the issue was not able to be reproduced during testing. System controller log files from both patients involved in the reported event were submitted for review. Framework files, which capture connection history between the heartmate touch application, wireless adapter, and system controller, were also submitted. Review of the submitted files confirmed that a connection occurred between tablet (B)(6), located in room a, and wireless adapter (B)(6), which was located in room b and connected to patient b via the power module. The presence of patient b¿s controller serial number within patient a¿s first downloaded log file was also confirmed; as a result of investigation, this scenario can only be re-created when the heartmate touch tablet in room a becomes connected to the patient b controller sometime after patient a¿s log file was downloaded, but before the log file was exported. During attempts to recreate this scenario for this complaint investigation, this cause was identified when testing a hard-wired connection which occurred after controller a¿s log file was downloaded but before it was exported. As a result of this connection, patient b¿s speed settings of 5200 rpm and 5000 rpm were displayed on tablet (B)(6) when the clinician expected to see patient a¿s settings of 5800 rpm and 5400 rpm. Upon observing the discrepancy, the clinician changed the speed settings to 5800 rpm and 5400 rpm on (B)(6); however, this update was reflected on patient b as they were connected to (B)(6). Upon reviewing patient b¿s log files, the clinician observed the change in the speed settings from 5200 rpm and 5000 rpm to 5800 rpm and 5400 rpm. The clinician then called patient b back into the office and restored their settings to the correct values. Heartmate touch tablet (B)(6), wireless adapter (B)(6), and wireless adapter (B)(6) were returned for evaluation. The returned equipment was functionally tested and was found to operate as intended during analysis. Multiple attempts were made to reproduce the reported event by recreating the preceding sequence of events using the returned equipment with mock patient a and patient b systems; however, the reported event could not be reproduced during testing. The heartmate touch tablet did not become connected to an unintended adapter and/or mock patient system during testing, and no screen glitching or flickering was observed. The root cause of the reported event could not be conclusively determined through this analysis. A corrective action and preventative action (CAPA) has been initiated to further investigate this issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide explain the operation of the heartmate touch system. These documents state that ¿the heartmate touch communication system should only be used when in direct view of the patient¿. These documents explain how to connect the heartmate touch app to the wireless adapter; the user is instructed to ¿select the adapter ID number that matches the number on the heartmate touch wireless adapter label¿ when establishing the wireless connection. Upon connecting the system controller, the user is instructed to confirm that the displayed heartmate touch wireless adapter ID number matches the number on the wireless adapter label and that the displayed system controller model and serial number matches the patient¿s system controller serial number. If the adapter ID number or system controller model/serial number do not match, the user is instructed to press ¿cancel¿ and restart the connection process. After a connection is established, these documents inform the user that the system controller information and session name appear at the top of all views (clinical, monitor, and historical). Additionally, these documents explain that tapping the locate button, which is also available at the top of all views on the heartmate touch app interface, will cause the wireless adapter that is currently connected to the heartmate touch app to blink blue and white. This feature helps identify the device to which the user is connected. The IFU also states that the heartmate touch communication system should be fully charged, or its power cable should be plugged in before starting use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare professional confirmed that they could not recall if they pressed the pairing button for the adapter in room b, but indicated that their normal workflow is to initiate advertising on the adapter when they enter a treatment room as a habit. The reported screen glitching/flickering that was observed on heartmate touch tablet a was difficult for the healthcare professional to describe, but they did note that they saw the sliders on heartmate touch tablet a ¿jumping back and forth¿, indicating that the speed and hematocrit sliders on the settings screen were changing. The healthcare professional stated that the sliders did stabilize. The healthcare professional indicated that room a and room b were approximately 20 feet apart. They could not confirm if the numeric value for the pump speed was displayed correctly and could not confirm what was displayed for the system controller serial number. The healthcare professional confirmed that the sequence of events described in the complaints are accurate to their memory.

Manufacturer narrative:
Correction: h9. No further information was provided. The manufacturer is closing the file on this event.